Event description:
The customer is calling to report that he obtained the following comparisons on his accu-chek advantage system: "hi" (>600) and 229 mg/dl; 500 mg/dl and 94 mg/dl; 94 mg/dl and 527 mg/dl. All comparisons were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported.